Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a probe was twisted and bent during surgery while being used on a patient with sclerotic bone. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the returned probe was examined and found to be bent at the tip. The cause of this failure can be attributed to the reported sclerotic bone of the patient. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a probe was twisted and bent during surgery while being used on a patient with sclerotic bone. There were no reports of patient impacts associated with this event.